Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The caller stated her child uses the unit. The caller stated the unit had been making a noise for about two weeks and last night the unit stopped working. The caller stated there was no smoke coming out of the unit and the cord gets warm but no harm. The caller stated the child has something else to use. The caller stated the unit had not been dropped and no damage to the case.